Event description:
Related MFR report number: 2017865-2023-36682. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The clinician indicated that the patient had expired; the clinician did not allege that the patient death is related to abbott products or procedure involving abbott products. The cause of death is not known.